Manufacturer narrative:
Quality safety evaluation received on 12-may-2016: ptc global number (B)(4). In this case, no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who was submitted to a bilateral salpingectomy due to an allergy quickly after essure ( fallopian tube occlusion insert) insertion. This event was considered serious due to its medical importance and is listed in essure's reference safety information. Essure insert consists of a nickel-titanium alloy, allergic reactions to essure may happen, and are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives that resolve after device removal. In this particular case, given the positive temporal relationship between event and essure insertion and in the lack of an alternative explanation the reported event was considered as related to essure therapy, and due to the required intervention this case was regarded as incident. The outcome of the technical investigation resulted in an unconfirmed quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 27-jun-2016. No further information was provided despite follow up attempts. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on 15-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Allergy occurred quickly after essure insertion. Double salpingectomy had to be performed. The reporter could not find patient's file as she did not remember information about the patient. Follow-up received on 19-apr-2016: (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who was submitted to a bilateral salpingectomy due to an allergy quickly after essure ( fallopian tube occlusion insert) insertion. This event was considered serious due to its medical importance and is listed in essure's reference safety information. Essure insert consists of a nickel-titanium alloy, allergic reactions to essure may happen, and are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives that resolve after device removal. In this particular case, given the positive temporal relationship between event and essure insertion and in the lack of an alternative explanation the reported event was considered as related to essure therapy, and due to the required intervention this case was regarded as incident. A product technical complaint analysis and follow-up information are being sought.

Manufacturer narrative:
(B)(4).